Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of scope communication error b30 and the sandstorm image noise could not be determined. It is possible that the event occurred due to flooding into the cable from water entering the main body from its damaged part. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike or drop the product. Water leakage could destroy electrical circuit inside the product.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to what's reported in b5, the following nonreportable malfunctions were identified: loose coupler and main body flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported (on behalf of the customer), that the image turns blue when using the hd autoclavable camera head. The device was inspected prior to use. And the thoracoscopic partial lung resection procedure was completed with a similar device. There was no patient harm associated with the event. Upon inspection and testing of the customer returned device, scope communication b30 error and sandstorm "image noise" was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.